Manufacturer narrative:
The reported complaint of "the power supply defect in the thermogard xp ivtm system (sn (B)(4))" was confirmed during the functional testing and the archive data review. The root cause for the reported complaint was due to defective danfoss module as a result of aging of the device. The ivtm system was manufactured in 2012 and is 7 years old, past the expected service life of 5 years. Upon visual inspection, no physical damage was observed. The thermogard xp ivtm system failed functional testing due to recurring mid:14 (bg power supply) error message. The event log review showed occurrence of mid:14 error message on the reported complaint date. The mid:14 error is attributed to a fault in the 24v line, which lead to the danfoss module. The error message disappeared after disconnecting the danfoss module from the supply. The danfoss module was replaced to remedy the problem. Following service, the thermogard xp ivtm system passed the final testing without any error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system with sn (B)(4).

Event description:
During set-up, the user observed power supply defect in the thermogard xp ivtm system (sn (B)(4)). No further information was provided. No patient involvement.